Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had been miserable for a whole week. It was reported that the patient was shaking and couldn¿t walk. It was reported that the patient was getting tingling on the right side and that most problems were on the right side of the body. Follow up information received from the healthcare provider (hcp) reported that they were working with the patient and patient programmer (pp) and were able to get telemetry and see group a as active and set to 3.80v. It was stated that the patient wanted to decrease this setting but when they tried to a lower limit message was seen on the pp. The patient has been having severe tremor and shocking on the right side as of about a month prior to date notified, with them thinking they should be set to 2.91 for their amplitude. See related regulatory report 3004209178-2017-02643.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that x-rays were taken to try to resolve the shaking, tingling and inability to walk, but that no resolution had been found. No further patient complications have been reported as a result of this event.